Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the (light blue) main body of the twist clamp on an minicap extended life pd transfer set. This issue occurred during setup of peritoneal dialysis therapy prior to connection to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.